Event description:
The user facility reported there was an incident resulting in a patient laceration. Received additional information from the neuro coordinator advising that the patient sustained a laceration to the scalp. Staples were used to close the wound. There were no post-operative complications reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.